Manufacturer narrative:
H10. Additional information- h6 health effect - impact code. H3. Investigation findings- based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the health evaluations: implanted with a lateralized liner. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors. However, this cannot be confirmed from the reported information. There is no additional information available.

Event description:
It was reported via legal documentation from ous that a patient had a total hip arthroplasty for an unknown side on (B)(6) 2015. It is stated that during an examination on (B)(6) 2023, "it was found that a slight decentration of the femoral head in the socket was a sign of (premature; author's note) inlay wear." There is no other information provided.

Manufacturer narrative:
H10. D10. Concomitant: 3709308 - 180-01-52 - crown cup, cluster-hole gr.52 pending investigation. These devices are used for treatment not diagnosis. There is no other information provided.